Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. The patient was in sinus rhythm during the procedure. The pfo tunnel width with a stiff wire across the defect was measured at 6-8mm. The pfo tunnel length was measured under transesophageal echocardiography (tee) as 6mm. The 25-18mm occluder was selected due to the pfo tunnel length and width and secundum not exceeding 10mm. The septum was non-aneurysmal or mobile. Tee was used during the procedure. During the first attempt to deploy the device, upon unsheathing the left disc, the delivery sheath pulled back across the pfo defect and into the right atrium. It was noted that the discs were in the right atrium and not across the septum. It was thought that this occurred due to the sheath being only 1-2cm across the pfo defect, and the sheath was pulled across the pfo tunnel back into the right atrium during the unsheathing maneuver. The device was re-captured. The operator regained access across the pfo and the delivery sheath was re-inserted. During the second attempt to deploy the device the delivery sheath was positioned deeper in the left atrium prior to unsheathing of the left disc. The device was implanted. On (B)(6) 2024 the patient presented with chest pains. A transesophageal echocardiography (tee) was performed and showed the device had migrated within the pfo tunnel. It was believed that this occurred due to the under-sizing of the device. The operator believed the discs of the device should have had more tissue coverage over the anterior rim of the pfo defect. On (B)(6) 2024, an intervention was performed to re-capture the device with a transcatheter snare. A non-abbott snare was able to capture the screw of the device but was unable to provide a strong enough grasp to explant the device from the septum. During the first attempt the right disc of the device was fully re-captured but while attempting to re-capture the left disc the snare came loose under the tension and the device returned to the septum. During the second attempt the right disc was optimized and positioned on the right side of the septum. A discussion was made with the risks and benefits of further extraction attempts versus the optimal positioning of the device. It was determined that the device will remain in the patient and if the device migrates in a similar fashion, the patient will then undergo cardiothoracic surgery. The patient status was stable.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. The patient was in sinus rhythm during the procedure. The pfo tunnel width with a stiff wire across the defect was measured at 6-8mm. The pfo tunnel length was measured under transesophageal echocardiography (tee) as 6mm. The 25-18mm occluder was selected due to the pfo tunnel length and width and secundum not exceeding 10mm. The septum was non-aneurysmal or mobile. Tee was used during the procedure. During the first attempt to deploy the device, upon unsheathing the left disc, the delivery sheath pulled back across the pfo defect and into the right atrium. It was noted that the discs were in the right atrium and not across the septum. It was thought that this occurred due to the sheath being only 1-2cm across the pfo defect, and the sheath was pulled across the pfo tunnel back into the right atrium during the unsheathing maneuver. The device was re-captured. The operator regained access across the pfo and the delivery sheath was re-inserted. During the second attempt to deploy the device the delivery sheath was positioned deeper in the left atrium prior to unsheathing of the left disc. The device was implanted. On (B)(6) 2024 the patient presented with chest pains. A transesophageal echocardiography (tee) was performed and showed the device had migrated within the pfo tunnel. It was believed that this occurred due to the under-sizing of the device. The operator believed the discs of the device should have had more tissue coverage over the anterior rim of the pfo defect. On (B)(6) 2024, an intervention was performed to re-capture the device with a transcatheter snare. A non-abbott snare was able to capture the screw of the device but was unable to provide a strong enough grasp to explant the device from the septum. During the first attempt the right disc of the device was fully re-captured but while attempting to re-capture the left disc the snare came loose under the tension and the device returned to the septum. During the second attempt the right disc was optimized and positioned on the right side of the septum. A discussion was made with the risks and benefits of further extraction attempts versus the optimal positioning of the device. It was determined that the device will remain in the patient and if the device migrates in a similar fashion, the patient will then undergo cardiothoracic surgery. The patient status was stable.

Manufacturer narrative:
An event of chest pain after four days of implant and device migration within pfo tunnel was reported. Also reported that during the first deployment attempt the delivery sheath pulled back across the pfo defect into the right atrium and not across the septum so the device was re-captured. The access across the pfo was regained and the delivery sheath was re-inserted. The delivery sheath was positioned deeper in the left atrium during second deployment attempt. The device was implanted. An intervention was performed to re-capture the device with a transcatheter snare. However, during the first attempt the right disc of the device was fully re-captured but while attempting to re-capture the left disc the snare came loose under the tension and the device returned to the septum. During the second attempt the right disc was optimized and positioned on the right side of the septum. Reportedly, it was determined that the device will remain in the patient and if the device migrates, the patient will then undergo cardiothoracic surgery. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.